Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had poor sensing and loss of capture post bypass surgery. Chest x-ray confirmed the ra lead had dislodged. The lead had screw extracted and was easily pulled into the superior vena cava, however it got stuck. After plenty of gentle tugging the physician cut the lead and fifty per cent of the lead was abandoned. The ra lead was replaced. No patient complications have been reported as a result of this event.